Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a loss of prime issue. It was reported the blood glucose was above 250 mg/dl and below 500 mg/dl with extreme thirst. The reported health event does not qualify as a serious injury. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.